Event description:
In early 2008, a customer complaint was reported that when using isite pacs to perform mpr the left and right orientation markers were being displayed incorrectly. Further investigation revealed the reverse orientation marker display affects only reconstructed coronal and sagittal images. Additionally, the ordering of coronal and sagittal image slices can also be reverse. For an example, a scout line on the right side of an axial image could intentionally display the corresponding sagittal slice position on the left side. Subsequent in-house testing revealed that the reported issue is reproducible. The original axial slices are always displayed and annotated correctly in all cases. The original dicom images are on isite pacs and presented in correct orientation next to the mpr images when they are displayed on the monitor. There are no reports of pt injury related to this issue.

Manufacturer narrative:
Add'l evaluation included engineering review of the code that handles mpr image orientation. After investigating this situation, it is philips' opinion that there is minimal risk of pt injury if the mpr (reconstructed) image is incorrectly displayed in isite pacs because: the original (correct) image is always available in the pt timeline. The original (correct) image is always displayed on the monitor next to the possible incorrect image (not all mprs are incorrect, only those images that are acquired as described. Anatomical markers are often present (making identification of the incorrect display likely). Any findings would generate add'l imaging prior to surgery or active intervention confirming anatomical location. This is the same issue presented in reported MDR 295704-2008-00001 and subject to the same corrective recall (2954704-01042008-001).